Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, both haptics lead and the iol got stuck while loading with no patient contact. The surgery was completed on the same day without any harm to the patient. Additional information has been requested but is not available at the time of this report.